Event description:
There was mesh erosion (vagina). The severity of the condition was reported as moderate (enough discomfort to cause interference with usual activity). The relation to the device was reported as definite (definite relation to device). The condition was not resolved; 3 cm of tape was removed.